Event description:
Vns pt's device was programmed to off per their family's request several years ago due to intractable vomiting. It was reported that the symptoms continued after the device was programmed to cff. The pt was seen by a different neurologist years later to program the device back on on, at which time the physician was unable to communicate with their device. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the cause of the vomiting or the communication difficulties.

Event description:
Further follow-up revealed that the pt complained that the device is tender when he is sleeping as well as tender to the touch. The pt wants to have the device removed. Treating neurologist plans to discuss options with the pt's family.